Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the lvp caused over infusion when programmed. There was patient involvement but no harm.

Event description:
It was reported that there was an under infusion of vancomycin. The infusion of vancomycin (750mg in 250ml) was programed to infuse at a rate of 250ml / hour over 1 hour, however the infusion took 2.5 hours to complete. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : device available for eval, returned to manufacturer on, concomitant med prod data, device return to manuf, device eval by manufacturer, reason code for no evaluation - if other specify and imdrf annex a, b, c and g code. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). Correction: initial reporter occupation, report source, report source other. Additional information: imdrf annex a,g,c and d codes.

Event description:
It was reported that there was an under infusion of vancomycin. The infusion of vancomycin (750mg in 250ml) was programed to infuse at a rate of 250ml / hour over 1 hour, however the infusion took 2.5 hours to complete. There was patient involvement but no harm.